Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on november 24, 2023. Fiducial markers were placed the same day. On post procedure magnetic resonance (mr) an infiltration of hydrogel was noted in the rectal wall. The imaging was considered difficult to interpretate, however there was a well-defined focus of low signal in the rectal wall. Subsequently the radiation therapy planning computed tomography (CT) showed there was a well-defined focus in rectal wall is gas in rectum. The rectal exam was normal. The patient has been asymptomatic except for occasional lower abdominal discomfort, that improves when opens his bowel. The patient is awaiting a flex sigmoidoscope.